Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on an unknown date. The patient¿s centrum was small and thin. Because of such centrum¿s characteristics, the trocar (unk) did not advance to the center of the centrum. As a result, the stent happened to be deployed at the centrum¿s side wall. Also, the surgeon noticed if the aforementioned stenting might have possibly damaged the side wall by viewing postoperative CT. No further information is available. This complaint involves one (1) device vbs w/balloon med. This is report 1 of 1 for complaint (B)(4).